Manufacturer narrative:
Evaluation summary: one pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log had no related findings. Functional testing included use testing. The pump was powered on and was found to be losing power when the side of the pump was bumped. Further investigation found the pump had fluid ingression. The battery contacts were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to fluid ingression.

Event description:
Information was received indicating that it was observed that this ambulatory infusion pump restarts when bumped. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.